Event description:
It was reported that the v12.1.1 directions for use contained a link for a webpage (approved cleaning materials for plastic parts) that did not led to a webpage containing that information. There was no patient involvement.

Event description:
It was reported that the v12.1.1 directions for use contained a link for a webpage (approved cleaning materials for plastic parts) that did not led to a webpage containing that information. There was no patient involvement.

Manufacturer narrative:
Initial reporter addr 2: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.